Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, evaluation found the air/water and suction cylinders had no color, water tightness was lost due to damage on the instrument tube, the scope cover was burned, and the bending section cover adhesive was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the gastrointestinal videoscope had insufficient angulation. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water tube had foreign material (a white residue) from previous procedures. The customer noted the scope was reprocessed prior to being sent for repair. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air/water cylinder and air/water channel, but it was not possible to identify the foreign matter. Due to leakage from the forceps channel, proper reprocessing may not have been possible and the foreign object may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.